Event description:
Relay used as replacement. When physician attempted to insert ventricular lead it would not go in. Device to be returned.

Manufacturer narrative:
The device was subjected to electrical/mechanical function testing, enviromental stress testing, and connector dimensional analysis. Normal pacer operation was observed. The device is operating within new pacer specs.